Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the smart device and receiver showed a transmitter failed error on (B)(6) 2017 . No additional patient or event information is available. Data was returned and evaluated. The reported event of a transmitter failed error was not confirmed via data. The root cause could not be determined post investigation as the allegation was not found.